Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female american indian patient who underwent primary breast augmentation surgery with two 300cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade unknown and rupture post procedure. Both implants are sitting up higher and pain on left side. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
It was discovered on (B)(6) 2020, " is report source consumer, initial reporter first name, initial reporter last name" was erroneously submitted in initial report. Correction: "is report source health professional should be checked, initial reporter first name is (B)(6) and initial reporter last name is (B)(6)." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/8/2020, the mentor failure analysis lab received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 12/22/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. During the visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed on the edges of the rupture, consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/8/2020 , the mentor failure analysis lab received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 12/22/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. During the visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed on the edges of the rupture, consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, patient has a planned explantation on (B)(6) 2020. Manufacturer¿s reference number:(B)(4).